Manufacturer narrative:
(B)(4). The device has been requested to be returned to the baxter product analysis lab (pal) for evaluation. Should an evaluation be performed or additional information received a follow-up will be submitted. A discrepancy is noted regarding the date of death. Baxter is attempting to obtain clarification of information provided.

Manufacturer narrative:
(B)(4). The device was received by the baxter product analysis lab (pal). The return instrument test and evaluation (rite) test was performed. The device passed the homechoice rite functional test and the homechoice rite electrical test and was determined to meet performance specification. A review of the device logs and rite test results revealed no failure, malfunction or increased intra peritoneal volume (iipv) events that could have caused or contributed to the reported difficulty. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: the reporter stated that on or about (B)(4), 2010, the patient experienced an increased intraperitoneal volume (iipv) as well as an acute hemorrhagic stroke related to a hypertensive emergency.

Event description:
Baxter's global pharmacovigilance reported that on (B)(6) 2011 a report was received from a facility nurse of a peritoneal dialysis patient who had expired. Date of death was reported as (B)(6) 2010. The cause of death was reported as intracranial bleeding- massive stroke. Follow up information received from global pharmacovigilance (gpv) indicates: this is a report by a nurse of fatal intracranial bleed and fatal massive stroke in a female patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy intraperitoneally (ip) for peritoneal dialysis. During a call to baxter customer services, the nurse advised that the patient expired on (B)(6) 2010. It was unknown whether dianeal pd4 ambuflex therapy was ongoing at the time of death. It was unknown whether an autopsy was performed. The nurse reported the events were not related to dianeal therapy. During a follow up call to the facility nurse on (B)(6) 2011, the following information was provided: the patient reportedly expired while in church related to a massive stroke. The nurse indicated that the patient was non-compliant with her blood pressure medications in particular. Reportedly, approximately two weeks prior to the patient's death, the patient told the nurse that she was seeing a "holistic" physician and had stopped all of her medications. The patient reportedly expired approximately two weeks later.